Event description:
Baxter quality management reported a colleague infusion pump that was involved in a pt incident in the itu dept. The hospital rep stated "the on-call technician was called to the hospital at 19hr00 hours. Pump in 'off' state but constant alarm tone sounding. Examined patient area and found fluid on floor beneath pump. Evidence of spilt solution on pump. Pump removed from pt area. Users put another pump in place. On call technician examined the pump, open it and disconnected the main battery to clear the alarm tone". Noradrenaline was the reported medication, however info was not provided regarding whether or not the pump was delivering medications to the pt at the time of the event. Baxter reported the pt did expire. The date and time of the pt's death was not provided. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics and diagnosis, autopsy results, the primary or secondary cause of death, medical intervention, other medications involved, or set up of the infusion device.